Manufacturer narrative:
Trackwise ID# (B)(4). The device was returned to the factory for evaluation on 08/25/2023. Photographs were provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood were observed on the jaws. The clear silicone insulation of the jaws and heater wire were observed to be intact with no visual defects. The black shaft was observed to be bent about an inch above the jaws. An investigation was conducted on 08/31/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. Evidence of charred material was observed between the jaws. The cannula and c-ring were observed to be intact with no visual defects. The heater wire and clear silicone insulation of the jaws were observed to be intact with no visual defects. The black shaft was observed to be bent about an inch above the jaws, exposing the inner white wire of the shaft. Blood was observed on the white wire. A mechanical evaluation was conducted. The toggle of the harvesting device was unable to be manipulated to open and close the jaws due to the bent state of the shaft. Based on the photographic inspection, returned condition of the device, and investigation results, the reported failure "material twisted/bent shaft" as well as the analyzed failure "mechanical problem", was confirmed. The lot # 3000318064 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic saphenous vein harvesting procedure using vasoview hemopro 2. After branch dissection was completed, the hemopro 2 device was set up to perform branch ligation. After several branches were ligated, the bisector was removed to clean the jaws. After re-inserting the bisector, it was noticed that the end of bisector (about an inch below the jaws) was now bent. Due to this defect, it was decided that the device was no longer safe to use. Therefore the defective device was removed from the surgical field and a new hemopro 2 device was opened. The remainder of the case was finished with no additional issues. The only surgical delay was the time required to open a new hemopro 2 kit which was less than 2 minutes. No injuries occurred to the patient due to the defect.